Event description:
The customer contact reported the pt received less medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of leucovorin for a duration of fifty hours. No further programming parameters were provided. It was reported that when the homecare pt returned to the user facility at the end of delivery, the nurse noted approx 200ml of solution remained in the container that was expected to be empty. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.74 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/-1 ml (+/-5%). The device history was downloaded and printed at the mfg facility. The programming present in the history did not correlate with the customer's reported settings and event info.